Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was alleging under delivery and also insulin pump was not working as normal. The customer¿s blood glucose level was 346 mg/dl at the time of incident. Customer was treated with insulin shot. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned and reservoir will not be returned for analysis.